Event description:
The event is reported as: the complaint was reported via medwatch. The customer alleges that when passing a suction catheter through the endotracheal tube resistance was present. A bronchoscopy was performed and a kink was identified. The obstruction of the endotracheal tube was relieved by manipulating the tube. The patient then went for an emergency CT scan to evaluate his pancreatitis as a potential source for worsening sepsis leading to his arrest. Upon return to ICU, high pressure continued and the decision was made to exchange the endotracheal tube (ett). The patient was sedated with heavy sedation and a cook catheter was placed and the endotracheal tube was removed over the cook catheter. The provider was unable to advance the new #8.0 ett. At that time the patient became bradycardiac (likely vagal response) and a brief round of chest compressions initiated. An aintree was advanced over the cook catheter and a #7.0 ett was successfully placed. At this time the patient experienced an episode of bradycardia to asystole requiring chest compressions. The patient was stabilized after approximately 3 minutes.

Manufacturer narrative:
On (B)(4) 2013 a phone conversation was conducted between (B)(4) (assoc. Risk manager) from reporting facility and (B)(4) (regulatory affairs clinical specialist-teleflex). Ms. (B)(4) provided the following information: device sample is not available for evaluation. Photo of device involved in the event submitted to teleflex. Lot number not available. The patient was received from another facility, to the reporting facility, with the endotracheal tube in-place. The physician attending to the patient reports that there was a high airway pressure/ auto peep noted from ventilator as a result of the kink in the endotracheal tube. Did the patient have a difficult airway. No; however, the patient was large. Due to the need to re-intubate the patient, the manipulation caused a vagal response which induced a bradycardic episode during placement with subsequent asystole requiring chest compressions. Patient stabilized after approx. Three minutes. Condition of patient. The patient was discharged home. Investigation: from the picture it was observed that the "tube was obstructed, kink found in tube". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed and a conclusive root cause determined without the sample. We'll continue to monitor and trend related complaints.